Event description:
Customer reported unexpected negative antibody screen on galileo for a patient that had a previously identified anti-e and anti-c. The same sample was repeated four hours later and resulted in positive reactions.

Manufacturer narrative:
The customer's instrument was accessed and images were retrieved. Images confirmed the negative reactions. It is unlikely that the reagents used to perform testing contributed to the event since the run controls performed as expected and there was another antibody-positive sample on the plate. Customer did not send sample for investigation testing. It is not possible to rule out the sample as a cause of the event.